Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported the patient fell at the implant site and started experiencing local pain at the implant site. They had decreased stimulation and no longer felt it. Impedances and connections were within normal range. The patient was not responding to even the highest levels of stimulation from existing programming. Program mapping produced responses at lower contacts (previously programming was at higher contacts near the top of the lead). Following program mapping, the device was reprogrammed successfully with tonic stimulation and the issue was resolved. 2020-aug-07 patltr (con): additional information was received from the patient. It was reported that no issues were found in the CT scan or x-rays. The patient has not experienced the strong stim since on (B)(6). The pain had improved, but it was not resolved. She had trigger point injections twice to help. On (B)(6) 2020, rtg0080778 (rep): additional information was received from the patient¿s friend / family member reporting that they needed help with the programmer to change to the correct group where the patient felt both sides not just one side. Today the caller was trying to change the group because the patient needed to be on the group where they felt stimulation on both sides and stated the setting was at ¿8 something¿ and the patient was just about electrocuted¿. The patient stated that the programmer was showing group c and they needed to change it without the patient getting electrocuted. The caller stated that about a month or so ago the rep set a program where the patient could feel stimulation on both sides. They mentioned that the patient had fallen a couple of times, the end of on (B)(6) and about two to three weeks ago. Patient services then discussed having their device checked and the caller noted that their rep was informed of the fall in july when they were doing the ¿third program the end of on (B)(6)¿. It was noted that the patient was not always thinking clear and sometimes would forget to charge. The caller stated that the ins had gone dead about 4 to 5 times and right now was low. During the call, the caller was able to switch the patient to group b and they stated that was the one they were looking for. The ins was on and was only at about 1/8 charged. It was reviewed that the patient would need to charge or their therapy would turn off. Troubleshooting resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient¿s (pt) friend/family member reporting that when the patient fell their controll ER banged into their bone and they got a bad bone bruise from the fall. Caller also mentioned they were on meds for the fall/bone bruise, and that got better, but pt is still on hydrocodon twice a day and their back is still "horrendous". Probably the last month (end of 2020 or possibly longer) the ins battery doesn't last as long and it is taking pt a long time to charge ins. Caller said pt is spending most of the day getting ins charged after only being on for overnight. Caller saw elective replacement indicator (eri) on the programmer on 2021-(B)(6). Patient said they have been seeing that message quite a bit. Pt has been having some trouble with the ins/therapy not working properly for some time now, and said the stimulation is not helping all that much anymore. Caller said the issues started in (B)(6) of 2020 and the ins battery has been "run down" more times than they can count, and caller mentioned they know that that "kinda kills the thing". Caller said ins has run down they don't know how many times since july, and at least 3 times in the last couple weeks (caller mentioned they have not been paying as much attention to when pt is recharging). Caller confirme d they are able to get ins charged up again after going empty (understood as pt's ins had not reached overdischarged state). Caller then said today when pt woke up their back was hurting and had trouble getting out of bed, so they turned up pt's stim, and are getting a cat scan right now. Caller mentioned they have a virtual appt with implanting surgeon tomorrow and will mention the eri they saw to them then, but were thinking of having ins replaced before the 9 years is up due to the issues pt has been having.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported the patient fell at the implant site and started experiencing local pain at the implant site. They had decreased stimulation and no longer felt it. Impedances and connections were within normal range. The patient was not responding to even the highest levels of stimulation from existing programming. Program mapping produced responses at lower contacts (previously programming was at higher contacts near the top of the lead). Following program mapping, the device was reprogrammed successfully with tonic stimulation and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no issues were found in the CT scan or x-rays. The patient has not experienced the strong stim since july 7th. The pain had improved, but it was not resolved. She had trigger point injections twice to help.

Event description:
Patient reported that to resolve the pain and lack of stim they had a re-adjustment. It was mentioned the internal battery died several times. The issue was not resolved and the pt was hoping to have the unit replaced in may.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient had fallen and landed on their back. Since the fall, the patient had been in pain at the ins site that was worsening. The patient had 2 cat scans, one of which was on (B)(6) 2020. During that cat scan the patient felt strong stimulation for about 3-4 seconds, and then it went down. They also had an x-ray, but the results of the x-ray were not available yet. During the call with patient services, the programmer displayed a "charge ins" message. They used the recharger to connect to the ins, and the recharger showed that the ins charge was low. They were going to charge the ins. It was reviewed that the patient should see their doctor to have their device checked.